Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the device had poor function and was explanted. The event was therapy related. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial (B)(4) showed no significant anomalies. The device was tested at the cut end of the returned lead and passed final functional testing with good, stable output observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.